Manufacturer narrative:
There have been 2 complaint notifications for this part number since two years prior to the complaint report date. This is the first report of this product being mislabeled - manufacturing records were also reviewed for the label that was reportedly found inside packaging and the receiving dates for quantities for both exsomed and acumed were several months apart. No trend is currently being observed. No product has been received to date so an examination cannot be performed. No root cause determination can be made.

Event description:
It was reported that during a surgery, the surgeon opened a box labeled for a "20mm" screw, but the screw inside of the box was 46mm. The surgeon cut the screw to proper length to complete the case. A 20 min delay was reported with no adverse effect to the patient.